Event description:
Customer reportedly received results of 516 mg/dl and 128 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.